Manufacturer narrative:
The alarm trace showed detection signals below the expected range and interruption of cleancell supply. The field service engineer (fse) checked the clean cell supply tubing and re-routed them to avoid any kinks. The fse found that the reagent syringes were very dirty, cleaned them, and replaced their seals. The fse also noted that one reagent probe was bent on the tip and realigned it. The fse also observed a refilling issue with the cleancell. The analyzer was purged and primed, and qc and sample correlations were performed successfully. A bent reagent probe was identified as the root cause. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable elecsys ft4 ii assay, elecsys prolactin assay, and elecsys tsh assay results from 3 patients on a cobas e 801 module. For patient 1, the initial tsh result was < 0.01 pmol/l. The repeat result was 1.14 pmol/l. For patient 2, the initial prolactin result was 11 ng/ml. The repeat result was 32 ng/ml. For patient 3, the initial ft4 result was 23 pmol/l. The repeat result was 15 pmol/l. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lots and expiration dates were requested but not provided.